Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed one-week post implant. It was decided to monitor for now. Programming changes were made to the device.

Event description:
New information received indicated that true atrial lead noise was seen during an unrelated surgical procedure. Patient was asymptomatic and recovering from the procedure.